Manufacturer narrative:
The reported event was confirmed since images of CT scans were provided and shows loosening of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the loosening of the tibial component can be confirmed with the provided CT scan. There is clear radiolucence and there are adjacent cysts around the component. The talus also has some radiolucence, but there are no clear signs of either loosening or migration. The hcp refers to significant flatfoot deformity of the patient that was not addressed with the primary implantation. Therefore, beneath potential patient related reasons for the loosening like a poor bone substance and the presence of such a deformity, also treatment/surgery related causes, like not treating the foot deformity may have contributed to the failure. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Although the issue is most likely related to poor bone substance and treatment/surgery related factors, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The revising surgeon reports the patient has experienced over one year of distal anterior tibial pain, with CT evidence of anterior distal tibial cyst formation suggesting potential micromotion or loosening of the tibial component. The patient also presents with a significant flatfoot deformity that was not addressed during the primary procedure. The surgeon ordered the CT scan to further evaluate component stability and to prepare for a potential revision. The preliminary surgical plan, pending the patient¿s upcoming evaluation, includes revising the tibial component to a long-stem design and performing a flatfoot/heel reconstruction during the same operative session.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The revising surgeon reports the patient has experienced over one year of distal anterior tibial pain, with CT evidence of anterior distal tibial cyst formation suggesting potential micromotion or loosening of the tibial component. The patient also presents with a significant flatfoot deformity that was not addressed during the primary procedure. The surgeon ordered the CT scan to further evaluate component stability and to prepare for a potential revision. The preliminary surgical plan, pending the patient¿s upcoming evaluation, includes revising the tibial component to a long-stem design and performing a flatfoot/heel reconstruction during the same operative session.